Event description:
The pt's neurostimulator (ins) was found to be turned off. When attempting to turn the ins back on a power on reset (por) displayed on the pt programmer. She was unable to reinstate the stimulation. She saw her doctor on (B)(6) 2010 and her ins was successfully turned back on. She is now fine and stimulation is providing good therapy.

Manufacturer narrative:
(B)(4).